Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. An x-ray revealed dislodgment due to twiddling of the left ventricular (lv) lead. The physician explanted the lead but was unable to reuse the lv lead due to a failure to advance the guidewire. The physician elected to replace the lv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were dislodgement and failure to advance stylet. As received, a complete lead was returned for analysis. The reported event of failure to advance stylet was not confirmed. A stylet insertion test was performed and the sample stylet was able to be fully inserted / removed successfully with no difficulty. Electrical testing was normal. Visual and x-ray inspection found no anomalies.